Event description:
A distributor reported a problem with the display on a pump, where pixels were missing or stuck, impacting the user's ability to interact with the device and read the screen. There was no adverse impact to the customer's blood glucose level, which remained within normal ranges. Technical support arranged for the pump to be replaced and guided the caller on how to store and return the faulty device using a pre-paid label within a set timeframe. The caller understood and acknowledged these instructions but reported having no backup therapy available and planned to contact their healthcare provider for further support.